Event description:
This report is being submitted in response to voluntary MDR report no. Mw5084865 found in the maude database. Sechrist had no prior knowledge of this incident. "It was reported that pt on .5ml of sweep prior to intubation increased flow and sweep for intubation. After intubation pt's o2 sats were stable; orders from physician to put sweep at .5 and wean to cap as tolerated. Pt capped and abg pco2 elevated. Rechecked abg to verify results. When I went to increase sweep gas blender knob was difficult to turn. Sweep placed at 6l."

Manufacturer narrative:
This report is being submitted in response to voluntary MDR report found in the maude database. Sechrist had no prior knowledge of this incident. This report is based solely on the customer's reported issue. Based on the age of the device, it is unlikely that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).